Event description:
Pt called. Stated that they awoke during the night with moisture on bed. Noted ppn leaking from top of filter where it attaches to tubing. Pt stated they got up and changed tubing with filter. Second call pm of next day. Pt had a second leak at same site. Changed tubing again. Reported problem to rn taking over call. Rn will monitor pt and arrange for delivery of tubing and filters that will be attached. The next am 1103, pt phoned to say filter had leaked again. Arranged delivery of new tubing and filter to be attached, not in line. Requested pt to save faulty tubing and all of the tpn tubing in house for pickup. Three days later pt admitted to ICU with temp 102, diagnosed with thrombus and sepsis. Midline was declotted, thrombus dissolved.